Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. No buttons coming unstuck or stickiness coming off buttons noted. The insulin pump received with shifted end cap sticker. No missing end cap sticker noted.

Event description:
It was reported that the insulin pump has cosmetic damage. Customer's blood glucose reading is 103 mg/dl. The buttons are becoming unstuck and the stickiness is coming off the back of the buttons. Damage located on the front of the insulin pump next to drive support cap. Customer also stated that the dome label is missing. The insulin pump has alarmed button error. Advised that the insulin pump will be replaced. Nothing further reported.